Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance and noise over-sensing. Additionally, the right atrial (ra) lead showed low pacing impedance. The rv and ra leads were explanted. The patient was in stable condition.